Manufacturer narrative:
A field service engineering (fse) was at the customer's site to address reported event. Fse confirmed the complaint by reviewing the error logs. While troubleshooting, fse found the bf probe cable was broken and replaced it which resolved the complaint. Fse cleaned and lubricated the different rod and gears, also cleaned the main arm nozzle. Fse successfully primed reagents and quality control without error. No further action required by field service. The aia-2000 instrument is functioning as expected. A 13-month complaint history review and service history review through aware date of event for similar complaints was performed for serial number (B)(4). There were no other similar complaints found during the searched period. The aia-2000 operator's manual under appendix 4: error messages states the following: [4471] b/f probe 4 home detection failure cause : the home sensor failed to activate after b/f probe 4 moved toward the home position. The measuring operation is suspended. Solution : contact tosoh service center or local representatives. The most probable cause of the reported event was due to broken bf probe cable.

Event description:
A customer reported getting error "4471 b/f probe 4 home detection failure" on the aia-2000 the customer rebooted the analyzer, but error persists. Technical support specialist (tss) instructed the customer to perform a version up, but error persisted. The instrument is down. A field service engineer (fse) was dispatched to address the reported event, which resulted in a delayed reporting of patient samples for intact parathyroid hormone (ipth). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.